Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple image, broken charged coupled device unit and damaged laser light cable (llk plug) of the video cable section. A root cause could not be identified. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that laparoscope, gynecologic had flickering screen. There were no reports of patient harm.